Event description:
In 2006, this pt was implanted with a gore tag thoracic endoprosthesis (tg3415/04134430). The pt tolerated the procedure. In 2009, a reintervention was performed whereby an add'l gore tag thoracic endoprosthesis (tg3710/05828238) was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.